Event description:
Approximately 22 months following successful implant of excluder devices, aneurysm enlargement without any evidence of an endoleak was observed. Two months later, the excluder devices were explanted. A surgical graft was implanted without any adverse outcome for the pt.